Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that during pre-op the drive was found to be stripped. It was confirmed there was no patient present. The instrument was found to be bent before surgery.

Manufacturer narrative:
D9, h2, h3: the hardware was returned and analysis was performed. As reported, the tip of the returned driver had been broken off. Codes fdm b01, fdr c07, fdc d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.